Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was working fine until 2 months prior. Something was leaking out the port by the patient¿s belly for the past two months. It was later described that fluid came out by the port. A health care provider (hcp) had to put medicine on it as well as iodine swabs have been put in there and the area has been cleaned out. A clear fluid was leaking down into the tissues in the patient¿s back. It fills up in an area near her coccyx bone and it hurts and was bothering the patient. The compounded morphine was not getting to her upper body and the patient had pain into her neck for the past two months. The patient has had no falls or trauma. The fluid fills up in the area of her lower back and it gets worse after refills and usually subsides by the next re fill. The patient had seen their surgeon about this. The hcp gave her medications to put on for infection. The patient¿s lower back hurts and where she sits down. It goes in by the coccyx bone and swells up every month and then goes down by the time she comes in next. No diagnostic imaging had been done yet. The pump was used to infuse compounded morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information from the consumer reported an infection started in (B)(6) 2014 shortly after implant. For two years, they had been cleaning out the infection. They had a total system explant. Since the pump had been out, the patient was suffering like crazy with no pain medication. They asked the hcp/lab to test the pump and they would not do it. The consumer felt it had to do with the portal part and metal part on the pump. She felt it may have been corroded or metal poisoning. The health care provider (hcp) told them there was a problem around the pump; it wasn't in the catheter. The consumer had no idea if it was the surgeon or the pump. The indication for use was spinal pain. The system was delivering morphine. The concentration, dose, and lot number were unknown. If additional information becomes available, the event will be updated.